Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076-52 crdm non-defib lead 2004 (B)(6).

Manufacturer narrative:
Event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that there were high right ventricular lead thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.